Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ lump/nodule: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ calcification: unable to observe since it is a medical event and is not related to the device. ¿ visibility/palpability: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Patient's husband reported right side "suspicion of capsular contracture" baker grade unknown, "focal asymmetry", "radial folds", "small accumulation of intracapsular fluid adjacent to the inferiors aspect of the implants" and "benign calcifications". The device was explanted.

Event description:
Patient's husband reported for the right-side, "patient started to feel unbearable pain on the breasts." MRI was performed due to "suspicion of capsular contracture and focal asymmetry." A "small accumulation of intracapsular fluid adjacent to the inferior aspect of the implants" was observed. Further tests confirmed capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.